Manufacturer narrative:
Visual inspection: during the investigation, some bloody residue tissues on the device was determined. Permeability test: a permeability test has shown that the valve is permeable. Computer controlled test: to investigate the claim of under-drainage, the opening pressure is measured using a miethke computer controlled testing apparatus which simulates a cerebrospinal fluid flow. The valve is tested in the horizontal position. The results show that the valve does not operate within the accepted tolerance in the horizontal position. A reduced outflow of progav could be determined. Adjustment test: the progav was tested and is adjustable to all specified pressures. Braking force and brake function test: the brake functionality test has shown that the brake function is fully operational and the braking force is within the given tolerances. Internal inspection: after dismantling of the valve, deposits were found inside. Result: based on our investigation results, we have determined that there is a slow outflow at the progav. However, given that the valve was sent in dry for investigation, a definitive assessment of the malfunction is not possible. Possible causes for the change in flow rate may include dried-up cerebrospinal fluid residues or deposits. Deposits caused by substances naturally present in the body, such as protein, blood, or tissue particles, are among the known and unavoidable risks and side effects of hydrocephalus therapy. Even small amounts of organic deposits can compromise the integrity of the valve. We can exclude a defect at the time of release. The valve met all specifications of the final inspection when released from christoph miethke gmbh & co. Kg. No further regulatory action is required from our point of view.

Event description:
It was reported that a progav valve (#fv424t) was implanted on (B)(6) 2019. According to the complainant, the valve caused a blockage. The patient underwent a revision procedure on (B)(6) 2026. No patient complications were reported as a result of the revision procedure. The complained product was sent to the manufacturer for investigation. Same event as #: 3004721439-2026-00087.